Event description:
It was reported that an ilet pump appeared to stop functioning after partial charging when powered with a third-party 15 w apple wall charger, with the customer removing the pump from the charger around 20 percent charge and perceiving the pump to be off, while subsequent charging continued when re-docked; a prior wake button issue had been resolved, and the beta bionics charging pad was verified as functional during the call. Symptoms included concern about device warmth during charging without clinical effects. Outcomes included no reported hypoglycemia, hyperglycemia, or medical intervention. Investigation included customer interview, device use review, and functional check of the beta bionics charging pad. Investigation of this case revealed normal charging function with the beta bionics charging accessory and no evidence of battery depletion or device failure during the interaction. It was concluded that the event was consistent with user technique and use of a non-beta bionics charger, with no device malfunction identified; education on routine charging was provided.